Event description:
The report rec'd, indicates that an incident has occurred while the surgeon performed a hyatal hernia procedure. It was reported that the acuclip shows difficulties in the advancement of the clips, which then causes the clip to remain stuck in the unit. The clips then are not closing properly. Once the device gets stuck, it is then necessary to pull and break the clipped vessel. The vessel on a pt was reported to have hemorrhaged and then ruptured. The case was completed with no further complications to the pt.